Event description:
It was reported that two (2) anesthesia sets had flow issues; further described as "inability to inject fluid through the tubing". This was observed when "priming" the sets with bupivacaine 0.5% using a 30ml non-baxter syringe. Switching to a 3cc unspecified syringe and applying pressure on the plunger allowed for the tubing to be primed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 expiration date (update n/a), d9, h3, h4, h6 (replace codes), h11. H11: one (1) actual sample and a photograph was provided for evaluation. Visual inspection of the photograph identified the device primary packaging only. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition; all components were correctly place according to the specification. Pressure and blockage testing were performed and no leak was noted; however, a blockage was found at the junction of connector to tubing. Further inspection identified the female luer lock was blocked. The reported condition was verified. The cause of the blocked connector was related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.